Event description:
The report received from the affiliate indicated that during an interventional neurovascular procedure for coil embolization, the physician deployed two (2) coils successfully. After deploying the third (3rd) trufill dcs orbit mini complex fill 2 x 2 coil, the physician was not satisfied with the position, retrieved it into the microcatheter and attempted to re-position it. During this attempt, the coil was noted to be stretched. The coil was removed from the pt. Another coil of the same type was deployed to complete the procedure successfully. The target lesion was an aneurysm in the anterior cerebral artery. The access for the procedure was femoral. There was no reported pt injury. Additional info has been requested.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.